Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates insulin delivery was suspended due to differences between sensor glucose and blood glucose readings. The sensor glucose reading from the reported incident was 68mg/dl and the blood glucose reading from the reported incident was bg 145mg/dl. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.